Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that he has been receiving no delivery alarms on a consistent basis. The patient's blood glucose value at the time of incident was 128 mg/dl. The customer states that insulin wouldn't exit the tube for his past five or six infusion set changes. Troubleshooting was initiated for the no delivery alarms, and the customer was able to resolve the alarm by changing the entire infusion set. The customer was advised to call when the alarm occurs in order to troubleshoot, and if he is not available to call then to keep the infusion set that is giving him trouble to return for analysis. Customer was asked if he needed new supplies and he confirmed that he didn't. No products were returned, replaced, or shipped.